Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and had issues with broken pump. The customer had not reported the symptoms. The customer treated in emergency room. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshooting for bumped/dropped/cosmetic damage. Customer reports reservoir compartment was dropped and had crack/o-ring missing. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.